Event description:
The surgeon arrested the bleeding by hands till conversion to the open procedure and finally arrested the bleeding by 5-0 prolene. The patient had temporary cardiac arrest due to blood pressure reductions with heavy bleeding. The procedure was completed with another device. The patient is still taking orally and has a tracheotomy but can vocalize.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy, for the seventh firing, which was the second firing for interlobar, the device was set and it was confirmed ready for the firing mode. The surgeon tried to fire the device, however the device was in the condition like pre-fired and it could not be fired. The surgeon confirmed the display screen showed the replacement of the cartridge, then removed the device from the tissue. Soon after the release, the surgeon noticed the bleeding occurred at staple line of pulmonary artery, which was a different one from previously stapled. Total amount of bleeding was 1600 cc. The surgical time was extended by 60 min. There was tissue damage. The incision site was extended by more than 3 cm. The patient had received blood transfusion as a result of the issue. The procedure was completed with another device. The patient is in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the damage was not permanent.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.